Manufacturer narrative:
Approximate age of device: two years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient was admitted to hospital due to a toe amputation. Since then the patient developed a gastrointestinal bleeding, with symptoms of melena and drop in hemoglobin. Push enteroscopy was performed, which revealed a fundal arteriovenous malformation (avm) was cauterized. Blood transfusion was performed, and the patient has been stable. The patient had lactate dehydrogenase of 298 u/l and was recovering from toe amputation and was discharged on (B)(6) 2018.

Manufacturer narrative:
A correlation between the device and reported gi bleed cannot be conclusively determined. This type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.